Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reportable issue which was occurring intermittently. Review of the system log file showed frontal ip pc is intermittently failing to boot up. The fse replaced the ippc and hdd, recreated image store and performed ghost backup. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that the frontal ippc was not booting up. No harm has been reported to philips.